Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, the right atrial lead exhibited lead noise which resulting in inappropriate mode switching. The noise was not reproducible with isometrics. The lead will continue to be monitored.